Manufacturer narrative:
Evaluation summary: the device involved in this incident has been received and evaluated. Visual examination revealed dry medication in the air filter and in the flow restrictor. We opened the pinch clamp and a leakage was observed originating from the filter vent hole. Dry precipitate in the air filter and flow restrictor may have contributed to a leak at the filter vent hole. Based on the test result, we were able to confirm the reported complaint of leakage. If add'l info that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
It was reported that two nurses came in contact with 5fu due to a leak in the device. The first nurse received a projection of 5fu on the lingual mucosa. The second nurse had a cutaneous redness of the left hand and wrist with itching.